Event description:
The customer reports that when the wall electric power connection is not unplugged from the wall before transport, the coupling connector of the 220 v main power located at the rear of the unit can pull out. Wires and terminal connectors, under voltage, inside the unit become visible and accessible and sometimes become disconnected.